Event description:
It was reported that a spectrum pump display does not appear when pump door is open and key is inserted into keyhole. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported condition of "load set, display does not appear when pump door is open and key inserted" was unable to be reproduced. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be the lower aux was not functioning as intended during door switch testing. The lower auxiliary assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.